Manufacturer narrative:
(B)(4) 2015 04:04 pm (gmt-5:00) added by (B)(4): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The harvester made a general statement that he has noticed an increase in the time it takes to transect a vein during an endoscopic vein harvest. He asked if there were any changes to the vasoview hemopro in recent months. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 2511, 25118622 and 25118897 last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The harvester made a general statement that he has noticed an increase in the time it takes to transect a vein during an endoscopic vein harvest. He asked if there were any changes to the vasoview hemopro in recent months. The hospital did not report any patient effects.